Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During the revision surgery, the doctor attempted to change the liner to a constrained liner. During reduction attempt, the lip of the liner collapsed in on itself making it impossible to reduce. Surgery was delayed approximately 30 - 45 minutes.